Event description:
Decompression off lateral recesses l4-5, l5-s1 bilaterally as well as bilateral foramenotimies l4-5, l5-s1, neurolysis of l5 nerve roots bilaterally, instrumentation with pedicle screw fixation from l4 to s12 with bilateral posterolateral fusion, bone graft harvested from left iliac crest. Lateral recess and foraminal stenosis at l4-5 and l5-s1 and degenerative disc. Preop diagnosis: disease l4-5 and l5-s1. Rptr is disabled, has been hospitalized and also required intervention to prevent permanent damage.